Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 400 mg/dl. The customer treated with insulin pump. The customer stated that there is a black circle on the pump. The customer stated that they pressed act and nothing came up. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
No frozen screen noted. The device was received with button error alarm and had unresponsive all buttons due to unlocked lcd keypad connector. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.